Manufacturer narrative:
The technician found the side rail latch cover was bent. The technician removed, reshaped and repainted the side rail latch cover to resolve the issue.

Event description:
The account alleged that the side rail would not raise. No patient impact.